Event description:
The customer stated that his contour meter was set in mmol/l. He wanted to know how to change the units of measure to mg/dl. The customer's contour meter should have had the units of measure locked in mg/dl. The customer did not allege any adverse events. The meter is to be returned for evaluation. A new contour kit was sent to the customer.